Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The resistance with the guide wire was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a renal artery stenting procedure, an unspecified abbott guide wire (gw) was advanced to the lesion. A herculink stent delivery system (sds) was advanced over the gw meeting resistance with the gw prior to entering into the patients vascular system. Reportedly, there was resistance felt with the removal of the herculink sds from the gw as well, but the sds was removed and the same gw remained in the patients anatomy to successfully complete the procedure with a new sds. There was no clinically significant delay in the procedure or no adverse patient effect reported. There was no additional information provided.